Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit. To fix the issue, the fse replaced the regulator,drive, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) unit would not power up past the self test and alarmed with no error. There was no patient involvement, and no adverse event reported.

Event description:
N/a.